Event description:
During a post-market clinical evaluation of the treatment of tibia fractures with the t2 alpha tibia nailing system a delayed union (no bone consolidation within 4 months) was noticed. Revision surgery was performed (B)(6) 2021. There was no evidence of bone healing after 3.5 months post-op, and the concern was for occult septic nonunion. A deep bone biopsy was performed, and an antibiotic spacer inserted. Additional information received from the clinical study manager: no infection was reported.

Manufacturer narrative:
Please note correction to b5. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A successful treatment with an intramedullary nail requires sufficient bone healing during the implantation period. Referring to received information a delayed-union was diagnosed ¿¿no bone consolidation within 4 months¿¿. Finally, on (B)(6) ¿¿staged repair of left tibia nonunion. Removal of antibiotic spacer. Left femur intramedullary bone graft...¿ according to further details provided by the clinical study manager no infection was reported. Results of recommended regular follow-up examination were not provided. The labelling points out that for successful results a timely bone healing is required; this state must be achieved within a medically recognized period (confirmed by scientific analysis about 6 months) in such way, that the bone strength allows significantly increasing discharge of the time-fixed implant material. Furthermore, delayed union or non-union of the fracture site are clearly pointed out as adverse effects and may be rather clinical than device related. With given information no deficiency of the nail in question was verified. More detailed information about the complaint event as well as the affected device must be available in order to determine the exact root cause of the complaint event. No medical records were available for review. In case relevant clinical information should become available, we reserve the right to update the investigation and change the root cause. The file will be closed formally and will be reopened when substantive information or the item(s) become available.

Manufacturer narrative:
B5 has been updated.

Event description:
During a post-market clinical evaluation of the treatment of tibia fractures with the t2 alpha tibia nailing system a delayed union (no bone consolidation within 4 months) was noticed. Revision surgery was performed (B)(6) 2021. There was no evidence of bone healing after 3.5 months post-op, and the concern was for occult septic nonunion. A deep bone biopsy was performed, and an antibiotic spacer inserted.

Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
During a post-market clinical evaluation of the treatment of tibia fractures with the t2 alpha tibia nailing system a delayed union (no bone consolidation within 4 months) was noticed. On (B)(6) 2021 subject underwent a staged repair of left tibia nonunion. An antibiotic spacer was removed; a femur intramedullary bone graft remained. Revision surgery was performed (B)(6) 2021.